Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: collectively, we decided that manta was not a good option for closure. This decision came after the 14f manta sheath replaced the 14f procedure sheath. We noticed blood oozing from the access site around the sheath, which should not occur. After inspecting the procedure sheath, we noticed a tear and "spike" at where the transition point occurs from the dilator to the distal sheath. In turn, we concluded that this may have torn the vessel at some point. Manta was not an option at that point. The cath lab tech put the manta device together outside the patients body on the procedure table, and did a dry deploy. According to the tech, a small piece of clear plastic/rubber came out of the device when they flipped the anchor lever. This piece along with the device is being sent. Additional information on 21jun2022: so when I stated procedure sheath, I am referring to the another 14f sheath (not manta) that was used for the procedure, not the manta sheath. The manta sheath and dilator were the only things to enter the patient. The device was put together on the table outside of the patient by the tech for a dry run. There were issues with advancing the other 14f sheath during the procedure. The dilator and sheath was not advancing as one unit. After the manta sheath was advanced over a super stiff wire, blood resonating around the sheath was noticed. The sheath was left in place with images were taken to visualize the leak around the sheath. Everything was removed and manual pressure was held. A surgical fix was needed after manual pressure was held. After speaking with the tech, he does not recall any resistance with the sheath valve and bypass tube.

Manufacturer narrative:
One unit of manta locked into the sheath and a dilator were returned for evaluation. Blood particulates were noted on the units. The unit was decontaminated and inspected. Lever was engaged. Components were pushed out of the lumen. No other damages noted. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 14f manta was planned for closure. During the initial procedure the physician encountered issues advancing the procedural sheath. The dilator and sheath were not advancing as one unit. Eventually the 14f cook procedural sheath was exchanged for the 14f manta sheath. After the manta sheath was advanced over the guidewire, bleeding was resonating from the access site around the sheath. Following inspection of the procedural sheath, the team noticed a tear and a "spike" at where the transition point occurs from the dilator to the distal sheath. The team concluded this "spike" may have torn or punctured the vessel wall at some time and decided at this point manta would not be a good option for closure. The manta sheath was kept in position while an angiogram was taken to locate the bleed. Everything was then removed, manual pressure applied, and the patient was prepped for surgical intervention. The cath lab tech assembled the 14f manta device on the procedure table and performed a dry deploy outside the patient's body. The tech did not recall experiencing any resistance when inserting the bypass tube into the sheath hub. When the lever was actuated, a small clear piece of plastic/rubber exited the device. The small clear piece most likely was the anchor which was released and deployed from the device when the lever was actuated. The IFU states the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices include perforation of iliofemoral arteries, causing bleeding/hemorrhage; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Step 5: deploy device and seal puncture: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel.